Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Initially, the pump did not begin charging after being plugged into a working outlet, but when the caller tried a different wall adapter, the issue was resolved, and the pump began charging. No further assistance was required.